Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of ruptured ectopic pregnancy ("medical device removal/ruptured ectopic pregnancy/ruptured l tubal ectopic pregnancy/left fallopian tube with ectopic pregnancy"), ectopic pregnancy with contraceptive device ("ruptured ectopic pregnancy/ruptured l tubal ectopic pregnancy/left fallopian tube with ectopic pregnancy") and device expulsion ("evaluation of the uterine cavity revealed essure microinsert") in a 38 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of abdominal pain, parity 4 and multi gravida. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1657 days after essure insertion, she experienced ruptured ectopic pregnancy (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced ectopic pregnancy with contraceptive device (seriousness criterion medically important) and device expulsion (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic, dignaostic bilateral salpingectomy hysteroscopy). At the time of the report, the outcome of ruptured ectopic pregnancy was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered device expulsion, ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy to be related to essure administration. The reporter commented: discrepancy noted: removal date: as per argus (B)(6) 2019; as per mr: (B)(6) 2019. Essure microinsert are located in the uterine cavity. There is no evidence of an intrauterine pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: status essure micro-insert placement. Bilateral tubal occlusion is demonstrated however the right insert is too proximal in location and the left insert is distal in location as described above. [Pathology test] on (B)(6) 2019: left fallopian tube with ectopic pregnancy is a fragmented fimbriated fallopian tube measuring 5.2 cm in length x 1.5 cm in diameter. The serosa is pink, smooth and glistening, sectioning reveals a pink-tan, soft edematous cut surface. No chorionic villi or fetal parts are identified. Right fallopian tube" is an intact fimbriated fallopian tube, measuring 9.1 cm in length x0.8 cm in diameter. The serosa is dark pink, smooth and glistening with accessory fimbriae at the fimbriated end. No fibrous adhesions or paratubal cysts are identified. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : ectopic pregnancy with essure micro-insert ruptured ectopic pregnancy, device ineffective, device expulsion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received : event: "ectopic pregnancy with essure micro-insert, ruptured ectopic pregnancy and device ineffective, fallopian tube perforation" were added, reporters information patient medical history and surgical pathology reports were added product removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1658 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1658 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.